Event description:
In 2009, the lay patient contacted our intn'l affiliate, and that both his before and after meal blood glucose readings were being improperly downloaded from his one touch ultra mini meter to the before meal slot of his logbook report using the data management 2.3.2 software program. The medical surveillance specialist obtained additional information from the lfs canada customer service representative (csr) included below. The lfs canada csr documented that the patient had not set-up his schedule correctly in the data management 2.3.2 software program. As a result, both before meal and after meal blood glucose readings were displayed as before meal readings in the logbook report. The patient's physician reviewed the logbook report and increased the patient's metformin from 250 to 500 mg per day and later, the physician prescribed reva metformin 2.8 mg twice a day. The patient said he was sweating and having shaking in his legs after taking the increased medical dosage. The patient claimed he took sugar and/or orange juice as self-treatment during the episodes. The csr noted that the issue was resolved. The complaint is reported because the patient alleges that before and after meal readings were displayed as before meal readings in the lfs data management software logbook report. The patient claimed that his physician increased his oral diabetes medication based on the logbook readings and times and afterward, the patient became shaky and sweaty.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.